Manufacturer narrative:
(B)(4). The rt212 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt212 adult inspiratory heated breathing circuit was tested using a multimeter. Results: the inspiratory heater wire was open circuit due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints for the lot number provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that there was a heating and connection issue with an rt212 adult breathing circuit.this was found before use on a patient.